Manufacturer narrative:
Steps for further troubleshooting were provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that no x-ray occurred due to image disk full during clinical use on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.